Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the patient went through the library security gates about 8-10 weeks ago, got shocked and after that they had been getting shocked periodically. The caller noted the patient had been having accidents since then as well. The patient was to follow up with their healthcare provider (hcp). The hcp later reported they decreased the patient's settings as an action to resolve the lack of therapy and shocking sensation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.